Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)' in a 29-year-old female patient who had essure (batch no: 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and multigravida. Concurrent conditions included morbid obesity, ovarian cyst nos, irritable bowel syndrome, chronic diarrhea, vaginal discharge, vaginal pain, candida vaginal, depression, knee pain, joint instability, constipation, hyperlipidemia, hypertension, thyroid disorder, hypothyroidism, sinusitis, premenstrual dysphoric disorder, hematuria, contact dermatitis, sinusitis bacterial, flank pain, sciatica, mononucleosis syndrome, folliculitis, vaginal yeast infection, rash, irregular periods, reflux gastritis and sleep disturbance. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced nausea ("nausea") and migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), dysuria ("urinary probs/bladder or urinary problems or changes"), headache ("headaches") and abdominal pain lower ("abdomen (lower left)" and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ethinylestradiol;norgestimate (sprintec), hyoscyamine and surgery (ablation and salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysuria, fatigue, headache, nausea, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown and the menorrhagia, abdominal pain, urinary tract infection, weight decreased, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary probs, fatigue, headaches, weight loss, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Imaging procedure: on (B)(6) 2011: essure confirmation test bilateral occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, abdominal pain, headache, pelvic pain, dysmenorrhea, dysuria, fatigue, weight decreased, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs and medical record received. Essure lot number added. Events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines and abdomen (lower left). Event outcome updated for: menorrhagia (heavy menstrual bleeding), uti, abdominal pain and weight loss. Reporters, medical history and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 24-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and gravida ii. Concurrent conditions included morbid obesity, ovarian cyst, irritable bowel syndrome, chronic diarrhea, vaginal discharge, vaginal pain, candida vaginal, depression, knee pain, joint instability, constipation, hyperlipidemia, hypertension, thyroid disorder, hypothyroidism, sinusitis, premenstrual dysphoric disorder, hematuria, contact dermatitis, sinusitis bacterial, flank pain, sciatica, mononucleosis syndrome, folliculitis, vaginal yeast infection, rash, irregular periods, reflux gastritis and sleep disturbance. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), dysuria ("urinary probs/bladder or urinary problems or changes") and abdominal pain lower ("abdomen (lower left)") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ethinylestradiol;norgestimate (sprintec), hyoscyamine and surgery (ablation and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysuria, fatigue, headache, nausea, vaginal haemorrhage, migraine, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia, abdominal pain, urinary tract infection, weight decreased, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary probs, fatigue, headaches, weight loss, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. New event added: bladder or urinary problems or changes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and gravida ii. Concurrent conditions included morbid obesity, ovarian cyst, irritable bowel syndrome, chronic diarrhea, vaginal discharge, vaginal pain, candida vaginal, depression, knee pain, joint instability, constipation, hyperlipidemia, hypertension, thyroid disorder, hypothyroidism, sinusitis, premenstrual dysphoric disorder, hematuria, contact dermatitis, sinusitis bacterial, flank pain, sciatica, mononucleosis syndrome, folliculitis, vaginal yeast infection, rash, irregular periods, reflux gastritis and sleep disturbance. On ,(B)(6) 2010 the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced nausea ("nausea") and migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), dysuria ("urinary probs/bladder or urinary problems or changes"), headache ("headaches") and abdominal pain lower ("abdomen (lower left)") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ethinylestradiol;norgestimate (sprintec), hyoscyamine and surgery (ablation and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysuria, fatigue, headache, nausea, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown and the menorrhagia, abdominal pain, urinary tract infection, weight decreased, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary probs, fatigue, headaches, weight loss, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, abdominal pain, headache, pelvic pain, dysmenorrhea, dysuria, fatigue, weight decreased, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), dysuria ("urinary probs"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract infection, dysuria, fatigue, headache, weight decreased and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysuria, fatigue, headache, menorrhagia, nausea, pelvic pain, urinary tract infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary probs, fatigue, headaches, weight loss, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), uti, urinary probs, fatigue, headaches, weight loss, nausea. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.